Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The unit had moisture damage on the motor, vibrator tube, and battery tube assembly. The current test, unexpected restart test, self-test, and off no power test were unable to be performed. The unit had a minor scratched lcd window, a cracked case at the display window corner, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that they jumped in the water and then the insulin pump did not work and continuously beeped. The customer also stated that the display was blank. The customer's reading was unknown. The customer reverted to manual injections. The customer's device was returned for analysis.